Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that both the time and date were incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2015 with the following findings: the black box showed that the time and date reset to default settings following a pump reboot. Further testing to test the original complaint could not be completed due to an unresponsive keypad. The pump was opened and the internal battery was observed to be leaking.